Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin in the infusion set tubing was concealing. The customer's blood glucose (bg) level was 550 mg/dl and insulin injections were administered to address the bg level. The cause of the event was not known by the customer as the insulin was not expired and was brought to room temperature prior to loading it into the cartridge. As the event had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the insulin issue.